Event description:
It was reported that during a remote follow up, post-paced t-wave oversensing (pptwos) due to fusion was noted on the device. Abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating additional reprogramming was performed, however, post-paced t-wave oversensing (pptwos) was again noted on the device. Abbott technical support was contacted and additional reprogramming was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating additional post-paced t-wave oversensing (pptwos) was noted on the device after the reprogramming. Abbott technical support was contacted and additional reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating additional reprogramming was performed on the device. The patient was in stable condition.